Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that he was somewhat passed out and wife had to give him glucagon. Customer had eaten a piece of cake for desert and did two manual boluses equaling 10 units of insulin. The customer explained that possible cause is over bolus. The customer stated that his blood sensor glucose and blood glucose were both below his threshold target of 75 for glucose alert and 72 for threshold suspend. The customer sensor value is 66 and suspend threshold limit is 72. It was explained to the customer the difference between sensor glucose versus blood glucose. The customer was advised that we would replace the pump and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.